Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a compromised forced sensor alarm. Customer's blood glucose was 8.2 mmol/l. During troubleshooting, the drive support cap appeared to be normal. No further information given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected alarm error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor alarm. Unit had severely scratched lcd window, scratched case, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, cracked case at reservoir tube window corners, missing address/serial number label and missing end cap sticker.